Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient identifier, age or date of birth, and weight information unavailable. Unique identifier: (B)(4). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.

Manufacturer narrative:
Service will be performed by hospital employee or contractor.